Manufacturer narrative:
Based on the limited information received, the active electrode migrated out of cochlea. Additionally one or two channels were out of cochlea at initial implantation, as a complete insertion could not be achieved. A revision surgery was carried out successfully to re-insert the electrode. The patient has been fitted and has access to sound. This is a final report.

Event description:
It was reported that the electrode migrated out of cochlea and has been reinserted during a revision surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the electrode migrated out of cochlea and has been reinserted.